Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2009: (B)(6) general hospital. (B)(6) , md. History and physical. Bulge in vicinity of belly button for last 1 to 1 ½ years, progressively increased in size, recently started giving symptoms, dull aching pain. Smokes 2 packs per day for past 7 years. Drinks up to 12 packs of beer a day. Weight 147 pounds. Abdomen soft, reducible, uncomplicated, umbilical hernia. All alternatives, risks, benefits and potential complication of open repair were clearly elaborated and all questions answered. On (B)(6) 2009: (B)(6) general hospital. Lab. Wbc 7.1. On (B)(6) 2009: [(B)(6) general hospital.] [Signature illegible.] Anesthesia record. No previous surgeries. Paranoid schizophrenia. On (B)(6) 2009: (B)(6) general hospital. (B)(6) , md. Operative report. Preoperative diagnosis: reducible, uncomplicated umbilical hernia. Postoperative diagnosis: reducible, uncomplicated umbilical hernia. Assistant: robert ellis, pac. Anesthesia: general with lma [laryngeal mask airway]. Position: supine. Incision: supraumbilical hernia, curvilinear incision approximately 3 cm long. Estimated blood loss: less than 5 ml. Fluids replaced: 900 ml of crystalloid. Blood replaced: none. Urine output: not measured. Specimens: umbilical hernia sac. Drains: none. Complications: none. Condition: stable. Disposition: home. Procedure: open umbilical hernia repair with mesh. Description of procedure: ¿the abdomen was cleaned and draped in the usual sterile fashion. A surgical pause was performed and the procedure being performed and the patient¿s identify [sic] were reconfirmed. After adequate infiltration of a local anesthetic, an incision as described above was made and was deepened into the subcutaneous tissues using electrocautery, ensuring hemostasis along the way. The umbilical hernia was identified and was dissected free from the surrounding tissues in an anteroposterior fashion until the deep fascia was reached right at the neck of the sac. Again, the neck of the sac was defined in a circumferential fashion and the deep fascia was cleared from the skin and subcutaneous tissues which were raised as flaps for a distance of at least 2 to 3 cm in all directions. The sac was opened out at the neck using electrocautery, ensuring hemostasis and was found to contain extraperitoneal fat in the vicinity of the median umbilical ligament. This was clamped and transected. The specimen was sent away for histopathological examination. The edge of the ligament transected was not transfixed using 2-0 silk stitch and allowed to reduce back into the abdominal cavity after ensuring hemostasis at the edge. The deep fascial defect was found to be around 7 to 8 mm in length in maximum diameter. This was closed primarily using 0 prolene in a continuous running stitch. A prolene patch was now fashioned for the space dissected out and was placed as an on-lay. This was anchored to the deep fascia using interrupted 2-0 prolene sutures. The skin and the subcutaneous tissues were now thoroughly irrigated with lukewarm normal saline solution and mopped dry. Hemostasis was confirmed. The deep fascia and the subcutaneous tissues were infiltrated once again with local anesthetic and closed using 2-0 vicryl in a continuous running stitch for the scarpa fascia taking care to fix the middle of the umbilicus to the deep fascia, thereby allowing to invert. The skin was closed using 4-0 monocryl as a subcuticular stitch. Dermabond was applied on top. The specimen was sent away for histopathological examination. All sponge, needle and instrument counts were found to be correct at the end of the procedure.¿ postoperative: ¿the postoperative period was uneventful. The patient tolerated the procedure well. He shall be discharged home. He shall be followed up in 2 weeks¿ time.¿ on (B)(6) 2009: (B)(6) general hospital. Or log sheet. Implant sticker. Asa 2. Prolene mesh, ethicon. On (B)(6) 2009: (B)(6) . (B)(6) , md. Pathology report. Accession number: (B)(4). Tissue/specimen: 1. Umbilical hernia sac. Diagnosis: umbilical hernia sac, excision: fibroadipose tissue, compatible with origin from a hernia site. Clinical information: dc09-611. Pre-operative diagnosis: umbilical hernia. Post-operative diagnosis: same. Procedure: open umbilical herniorrhaphy with mesh. Gross description: received in formalin labeled, ¿fitzgerald, joseph umbilical hernia sac¿ is a 3.8 x 2.0 x 1.8 cm yellow fatty lobulated and gray-pink membranous tissue fragment. Representative sections are submitted in 1a. On (B)(6) 2009: (B)(6) general hospital. Discharge instructions. Diet: regular. Medications: percocet for pain, transition to tylenol and ibuprofen as soon as possible. May shower normally, do not take bath for 2 weeks following surgery. No lifting greater than 10 pounds or strenuous activity for 6 weeks. Walk daily, at least 4 times. Continue to cough/deep breath. On (B)(6) 2009: (B)(6) general hospital. (B)(6) , pac, (B)(6) , md. Office notes. Status post umbilical hernia repair. No pain or swelling in area, bowels moving normally, no vomiting. Well healed surgical incision. Has bit of fullness on right side at incision point but I believe it is just scar tissue. Doesn¿t distend with cough. Continue with lifting restrictions for another 3 weeks. Has been doing quite a bit including horse shoes at home, but it hasn¿t seemed to bother him to this point. On (B)(6) 2010: (B)(6) general hospital. (B)(6) , pac, (B)(6) , md. Office notes. Recurrent umbilical hernia. Noticed after lifting firewood month ago developed bulge just above surgical incision in superior aspect of umbilicus. Was able to reduce this and there was gurgling noise when he did it. Comes and goes and today is not present. Dull ache, no symptoms of incarceration. Bowel movements normal, no blood. I can feel no palpable defect and dr. (B)(6) felt the same. There is slight gurgling with compression of area but even with cough impulse it does not appear there is any defect. Remainder of abdomen benign to palpation on exam. By history sounds as though may have small recurrence of umbilical hernia although not present on clinical exam. Does have some abdominus [sic] rectus incompetence centrally which lead itself to concern that has recurrent umbilical hernia but will confirm by CT. Return following CT. Should he develop incarcerated hernia, present to emergency room immediately. On (B)(6) 2010: [missing records: records for the CT scan showing ¿small periumbilical hernia containing fat¿ were not provided.] On (B)(6) 2010: (B)(6) general hospital. (B)(6) , pac, (B)(6) , md. Office notes. CT scan of abdomen and pelvis confirm presence of small periumbilical hernia containing fat. Continues to have small amount swelling in area, no real pain. Interested in surgical repair or revision. Discussed this will most likely be attempted laparoscopically. Would like to get affairs in order and get wood in for winter and return in about a month¿s time to schedule surgery. Understands in interim should he develop signs or symptoms of incarcerated hernia, will present to emergency room and contact us immediately. In interim should be careful with lifting. On (B)(6) 2010: (B)(6) general hospital. (B)(6) , md. History and physical. Underwent open umbilical repair with mesh. Engaged in significant strenuous activity, abdomen examination revealed reducible, uncomplicated, supraumbilical hernia. CT showed small periumbilical hernia containing fat. This lies at superior border of umbilicus and is 2 cm in maximum diameter. Has recurrent, periumbilical hernia, which is reducible and uncomplicated. Best approach for repair would be laparoscopically. All alternatives, risks, benefits and potential complications were elaborated in great detail and all questions answered. On (B)(6) 2010. [(B)(6) general hospital.] [Signature illegible.] Anesthesia record. Weight 145. Previous surgeries: fracture penis repair 2010. On (B)(6) 2010: (B)(6) general hospital. Discharge instructions. Diet: regular. Have dermabond, clear plastic coating, on incision. Let it drop off on its own. May shower normally. Do not take baths or swim for 2 weeks. Wear binder at all times. No lifting greater than 10 pounds or strenuous activity for 8 weeks. Walk daily, at least 4 times. Call doctor if following occurs: fever (greater than 101). Pain not relieved with medication. Drainage from wound. Vomiting. Follow-up with dr. (B)(6) . On (B)(6) 2010: (B)(6) general hospital. (B)(6) , md. Office notes. Recent umbilical hernia repair. No specific complaints. All incisions healing well, defect well supported. Have advised being extremely cautious about weightlifting restrictions for at least another 6 weeks. Advised to wear abdominal binder when ambulating and for comfort purposes. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2010: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: recurrent umbilical hernia. Diastasis of the recti muscles. Postoperative diagnosis: recurrent umbilical hernia. Diastasis of the recti muscles. Procedures performed: laparoscopic recurrent umbilical hernia repair with mesh. Anesthesia. General anesthesia with endotracheal tube. Position: supine. Estimated blood loss: 10 ml. Fluids replaced: 700 ml of crystalloids. Blood replaced: none. Urine output: not measured. Specimens: none. Drains: none. Complications: none. Condition: stable. Disposition: home. Port sites: a 10-12 mm port placed along the left anterior axillary line at the level of the umbilicus. A 5 mm port placed in the suprapubic midline. A 5 mm port placed in the subxiphoid midline. A 5 mm port placed along the right anterior axillary line at the level of the umbilicus. Pneumoperitoneum: this was created using carbon dioxide insufflated to a peak pressure of 15 mmhg and reduced to 10 mmhg for measurement and hernia repair. Details of procedure: ¿the abdomen was cleaned and draped in the usual sterile fashion. A surgical pause was performed and the procedure being performed and the patient¿s identity were reconfirmed. The abdominal wall was covered with an ioban drape. A stab incision was made in the left upper quadrant below the costal margin and a veress needle was inserted into the peritoneal cavity without difficulty and its position confirmed using the saline drop test. Carbon dioxide was insufflated at a peak pressure of 15 mmhg until an adequate pneumoperitoneum was attained. A 0-degree 10 mm scope with a 10-12 mm port was used to enter the peritoneal cavity under direct vision along a left anterior axillary line port site as mentioned above. All the other ports were placed under direct vision after adequate infiltration with a local anesthetic. The scope was changed into a 5 mm 30-degree scope brought in through each port in turn to visualize the umbilical region. Minimal adhesions were encountered in the vicinity of the umbilicus and these were easily taken down using a harmonic scalpel ensuring hemostasis. The periumbilical region was cleared out to revealed [sic] the hernia defect. Now with the pressure reduced to 10 mmhg, the defect was marked out on the surface of the anterior abdominal wall. This was found to be around 8 cm x 4 cm in maximum dimensions, vertically oriented. A 5 mm overlap on the caudal aspect was found to be not possible and, hence, a 3 to 4 cm overlap for mesh repair was decided upon. A gore-tex dualmesh was measure out for the above dimensions and anchoring sutures were placed in the 4 corners of this. The mesh was rolled and delivered into the peritoneal cavity without difficulty. A suture passer was used to deliver the anchoring sutures from within the peritoneal cavity to the outside without difficulty and this allowed the mesh to appose optimally against the inside of the anterior abdominal wall, centered around the hernial defect, and with a good overlap around its margins. Care was taken to have the smooth surface of the mesh facing the peritoneal contents. A protack was used to tack the mesh to the inside of the anterior abdominal wall one quadrant at a time, methodically, at 1 cm intervals. A good apposition was thus attained. The anchoring sutures were tied down thereby completing the repair. Hemostasis was confirmed and all the ports were removed under direct vision. The pneumoperitoneum was decompressed. All the port sites were thoroughly irrigated and closed using 4-0 monocryl subcuticular skin stitches. Dermabond was applied on top. All sponge, instrument and needle counts were found to be correct at the end of the procedure. Postop: the postoperative period was uneventful. The patient tolerated the procedure well. He shall be discharged home with an abdominal binder. He shall be followed up as an outpatient in 2 weeks¿ time. ¿ (B)(6) 2010: (B)(6) hospital. Or log sheet. Implant sticker. Asa 2. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 7534888. Site: umbilicus. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/7534888) was implanted during the procedure. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information." It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Manufacturer narrative:
H6: updated investigation conclusions¿ d17: appropriate code/term not available for ¿withdrawn complaint¿. H6: health effect impact code: f24: insufficient information. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as ¿withdrawn.¿ it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code d15: ¿cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 07534888. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect; h6: updated investigation finding ; h6: updated investigation conclusions: d15: cause not established; d17: appropriate code/term not available for ¿withdrawn complaint¿; h6: health effect impact code: f24: insufficient information; h6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as ¿withdrawn.¿ it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code d15: ¿cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: 07534888. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately (B)(4) micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately (B)(4) micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2010 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that in approximately 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: to be supplemented. Additional event specific information was not provided.